Event description:
During implantation, it was not possible to program bipolar sensing in ventricle.

Event description:
During implantation, it was not possible to program bipolar sensing in ventricle.

Manufacturer narrative:
Preliminary analysis tends to indicate the presence of a ventricular lead connection issue. Patient care recommendations were provided.